Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the third of three reports from this facility. (B)(4).

Event description:
A pharmacist reported that four knives exhibited poor cutting performance during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information: one opened knife sample was received by manufacturing for evaluation. The sample was visually examined and found nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records for the reported lot number has been performed. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that two additional complaints have been associated with the reported lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. As the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, an investigation has been initiated to investigate if further actions are warranted. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).